Event description:
I use the dexcom g6 and tandem t:slim x2 insulin pump. I use the cgm in place of finger sticks as directed, and I utilize the control-iq function so the pump can adjust my insulin levels based on cgm readings. I have had multiple g6 device failures over the past month (3 to be exact), which has no lead to me not having a cgm to wear until I can receive multiple replacements that I am waiting on. Today's issue occurred after inserting a new dexcom g6. I started the g6 session at 6:26 a.m. Cst. By 12:32 p.m. Cst I received a sensor error alert which caused my cgm to not read my blood glucose and communicate that information to my insulin pump. I received these alerts until approx. 2:00 p.m. I proceeded to calibrate my cgm at 2:39 p.m., and from 2:39 p.m., 4:10 p.m. I received multiple calibration errors resulting in my cgm not communicating blood glucose information to my pump. At 3:46 p.m. I experienced hypoglycemia due to this cgm failure. FDA safety report ID # (B)(4).